Event description:
While placing an intravertebral implant, it became lodged and needed to be moved. The physician attempted to move the implant with the blakesly pituitary rongeur. The upper jaw of the pituitary broke off and could not be retrieved. The broken piece was left in the patient per physician. Dates of use: 2008. Event abated after use stopped or dose reduced?: no.